Manufacturer narrative:
Medtronic received additional information that the reason for replacement was due to a sizing error. The surgeon overestimated the size of the annulus, and the valve was not fully sutured into place as it could not be seated. There was no patient anatomical interference, it was only a sizing issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 21mm aortic bioprosthetic valve, the valve could not be seated due to patient anatomical interference. The valve was removed and replaced with the same size valve of a different model. No additional adverse patient effects were reported. Prior to implant, the physician sized the native valve between 19mm and 21mm. This was the physician's first time using this model valve.